Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Pairing test was performed and the test did not pass. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a bluetooth connection issue between transmitter and g5 mobile app that occurred on (B)(6) 2016. The transmitter was not found on the patient's smart device. No additional event or patient information is available.